Manufacturer narrative:
A medical images was provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft deployment procedure to treat a severely calcified popliteal popliteal artery via ipsilateral approach, the stent graft allegedly partially deployed. After maneuvering the delivery system to remove it, the stent graft allegedly deployed in an unintended located. Therefore, another stent graft was deployed to cover the target lesion and complete the procedure. There was no reported patient injury

Event description:
It was reported that during a stent graft deployment procedure to treat a severely calcified fractured popliteal artery via ipsilateral approach, the stent graft allegedly partially deployed. The fracture reportedly occurred during post dilation of previously placed nitinol stents. After maneuvering the delivery system to remove it, the stent graft allegedly deployed in an unintended located. Therefore, another stent graft was deployed to cover the target lesion and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample, and one image it was confirmed that the outer sheath was fractured, and that the stent graft was partially deployed inside patient. The delivery system outer sheath was found with elongation and fracture which indicated excessive release force and which made a successful deployment impossible. The provided image did not allow for evaluation of misplacement. An indication for a process related issue could not be identified. Based on the information available and the evaluation of the sample / image a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Furthermore, the IFU states: 'a super stiff guide wire (0.035") is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' The IFU further states that the product is indicated for use in the iliac and femoral arteries, and contraindicated for use in the distal sfa/ popliteal artery. In regards to flushing the IFU states: 'both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system', and 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' H10: h2; h6 (device code 2616- malposition of device).

Manufacturer narrative:
A medical images was provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. (B)(4).

Event description:
It was reported that during a stent graft deployment procedure in a severely calcified popliteal artery via ipsilateral approach, the stent graft allegedly partially deployed. After maneuvering the delivery system to remove it, the stent graft allegedly deployed in an unintended located and perforated the popliteal artery. Therefore, another stent graft was deployed to cover the target lesion and complete the procedure. There was no reported patient injury.